Manufacturer narrative:
The customer's meter and two vials of strip lot 393936-12 were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 hct: 43%; donor 2 hct: 42%. Testing results: donor #1: retention meter and master lot strips: 2.6 inr. Customer meter and customer strips: 2.6 inr and 2.7 inr. Donor #2: retention meter and master lot strips: 3.0 inr. Customer meter and customer strips: 3.0 inr and 2.9 inr. The maximum difference between measurements with the same blood sample was 4%. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy

Manufacturer narrative:
Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Relevant retention test strips (lot 393935) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation is currently ongoing. Occupation: occupation ni equals lay user / patient. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable inr results from coaguchek inrange meter serial number (B)(4). At 8:06 pm the meter result was 5.8 inr. At 8:21 pm the meter result was 4.1 inr. At 8:23 pm the meter result was 5.1 inr. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation of an adverse event. The customer has lupus antibody, antiphospolite syndrome. The customer's meter and test strips have been requested for return.